Event description:
It was reported that during a da vinci hysterectomy with bso (bilateral salpingo-oophorectomy) procedure, the endowrist one vessel sealer instrument quit working - wires were frayed and broken, and the blade quit working. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the snake wrist cable was broken. Visual inspection discovered dry bio debris on the blade tracks. There was no damage to the conductor wire, and the blade was found to be in the garage. Failure analysis investigation also found that the snake wrist was dislodged near the area where the cable damage occurred. It was concluded that the dislodged snake wrist damage was like due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist could likely cause or contribute to an adverse event if the failure mode were to recur.